Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a siteseer catheter during the procedure. There was no damage noted to the siteseer catheter packaging. The catheter was removed from the packaging per IFU with no issues. The catheter was inspected and prepped per IFU with no issues. The device was used in the aorta, which was non-tortuous and non- calcified. There were no abnormalities reported in relation to anatomy. The procedure involved a right heart case, and a non-medtronic wire was used. Resistance was encountered during delivery to the target lesion, with the non-mdt guidewire inserted through the lumen of the siteseer catheter. Resistance was felt manoeuvring the catheter in vivo, and the catheter kinked. Excessive force was not used. It is reported that in the holding room when the physician removed the catheter from the patient, they found part of the catheter was broken. The tip of the siteseer was found in the introducer sheath. The sheath was cut open by the physician to remove the detached tip of the siteseer catheter. There was no resistance noted when removing the non-medtronic wire from the catheter. The catheter was not excessively torqued. The procedure was not completed due to the event.

Manufacturer narrative:
Product analysis summary: the distal tip segment is separated at the distal bond joint proximal to the side holes. The detached distal segment shows stretching at the proximal side hole. It also appears that material is protruding outward in a distal direction from the side hole. The distal tip of the catheter is torn or cut. The siteseer catheter shaft is kinked 4cm from the strain relief. If information is provided in the future, a supplemental report will be issued.